Event description:
It was reported that: "modular capture would not stay on cutting block, keep popping off."

Manufacturer narrative:
Additional information: the 4:1 modular capture; cat # 6541-1-806; lot sb3n03 was manufactured on sep 15, 2008. Evaluation summary: the investigation concluded that the modular captures returned conform to specification and that the event could not be confirmed. It is likely that the captures were not fully locked in place during surgery and resulted in the captured popping off during sawing. The device manufacturing history record for both reported lots indicates that devices were manufactured and accepted into final stock with no reported discrepancies.